Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause for the malfunction was traced to component failure and cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope had corrosion on the forceps elevator wire and the server plug- in, the inside of the light guide lens, and the forceps elevator had foreign objects. Also the adhesive around he objective and light guide lens had a crack. There was no patient involvement.